Manufacturer narrative:
Additional review determined that the previously reported information regarding a pump pocket revision pertains to manufacturer's report # 3004209178-2019-15757 [pump infection, explant/revision, erosion]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: catheter migration from t5 to t9. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the reason for the revision was the pump had eroded through the inferior pocket and they decided to proceeded with explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded hydromorphone (unknown dose and concentration), and compounded bupivacaine (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported during a scheduled pump pocket revision on (B)(6) 2019, surgical observation noted that the catheter tip had migrated from t5 to t9. The device diagnosis was catheter dislodgement. No intervention was taken/no action was taken. The outcome of the event was unresolved with no further action planned. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.